Event description:
Every time the barometric pressure rises or falls from the average reading of 29.93, I have headaches. The CT scans have not shown anything. My last headache at 6:00 am on the (B)(6) 2011 the barometric pressure was 30.18.